Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure the guidewire was unable to pass through the lead. The wire was able to pass through prior to the last attempt. A different lead was used. The patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.